Manufacturer narrative:
The subject device was received and evaluated. During incoming inspection leakages were found at biopsy channel and distal end. Service repair performed air leak inspection , noted due to damage on channel tube (ch-tube) watertightness is lost . Due to damage on a-rubber , insulation resistance value at distal end does not meet the standard value. Distal end insulation test failed, watertightness lost due to scratch . The customer reported issue was confirmed. Furthermore, inspection found the forceps elevator has residual liquid . Additionally, the following defects were identified during device inspection: air/water ( aw) and suction cylinder discolored. Switch 1 scratched. Switch box scratched. Right/left (rl) and up/down (ud) knob scratched. Light guide (lg) cover glass scratched. Universal cord coat peeling. There's metal particles around l-arm. Connecting tube scratched. A-rubber damaged. Lg lens cracked. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of "perforation at the distal end" . Report noted the issue was detected during preparation for the examination stated that this had no effect on the examination / on the patient / on the user, as the error occurred during preparation or post-processing. No harm reported due to the event. Device return evaluation, service found forceps elevator has residual liquid. This report is being submitted for residual liquid found on forceps elevator (handling , insufficient cleaning, reprocessing issue ).

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we could not identify the foreign material nor the root cause of it although it was confirmed that there was residual liquid in forceps elevator. It can be presumed that this issue occurred since reprocessing could not be completed due to water leakage in the device. Three attempts were performed to obtain additional information, but no response was received from the customer. The event can be detected/prevented by handling the device in accordance with the following instructions for use: instruction manual tjf-q190v operation manual 3.3 inspection of the endoscope shows how to detect the event. Instruction manual tjf-q190v reprocessing manual 5.5 manually cleaning the endoscope and accessories shows how to prevent the event. Olympus will continue to monitor field performance for this device.